Event description:
On 1/20/93, I observed a single patient with 02 face mask on and operating, the recovery room nurse had something in her hand which appeared to be a syringe and was placing in the sharp box in the far aspect of the room. This would later to be discovered to be narcan and or atropine that had just been given.the patient had just undergone a tubal ligation. Anesthesia had been done by dr. And had been easily arousable on arrival to recovery room and according to record and other accounts was able to move from the o.r. Table to the stretcher on her own. As I arrived at the patients bedside, the patient was found to be extremely cyanotic and ashened in color. I immediately gave the patient a forward jaw thrust, with no response from the patient. She was apneic, unresponsive, v/s were 126/80, pulse 57 (normal EKG condiguration), sa02 was 00%, and all monitors including the sa02 were appropiately in place. The sa02 monitor was not alarming.I immediatly requested an ambu bag, and was given a pediatric ambu, the only one in the r.r. I began ventilations and the chest was easy to expand, easy mask fit, and air exchange with the ambu attached to 15 1/m 02, was obtained with as rapid a rate as I could possibly give. I told the nurse to call dr. Stat to the recovery room. Which when she finished, I asked her to take over ventilations, and she did successfully do this as I ran to o.r. Rm. And removed the adult ambu bag on the back of the cart. As dr. Arrived within one or two minutes, he took over management of the patient and we called a code as the patient's condition was not improving, especially her color, I requested to a endotracheal tube and intubated the patient. No vomitus was noted in the oropharynx, and intubation was easily obtained with a oral endotracheal tube, bbs and was taped at 20 cm., atraumatic. This was at 12:12 or 12:13 pm.a full code was conducted on the patient. Some other facts concerning this case are as followed. The recovery room nurse has not had specific training for the recovery room. She stated that the sa0s2 monitor was armed and it was not, and was not alarming. Her notes indicated that patient was doing fine, yet she states that the patient was reaching for her chest c/o chest pain prior to the incident. She was in fact preparing to send the patient back to the day surgery unit. The nurse made no attempt to call anyone when she was unable to arouse the patient. The monitor in question must actively armed and alarm suspend mode must be off in order for this monitor to properly function and alert the nurse to sa02 drop. The tone beep on this monitor only works off the sa92 monitor if the EKG monitor is not hooked up.this patient was admitted to the recovery room at 11:40 am. I asked the nurse later why she gave the narcan and the atopine, and she stated that she asked the dr. If it was okay to give the narcan and the atropine was given because she said that dr. Had told her to give it in the past invalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was multiple patient involvement. Number of patients involved: .device serviced in accordance with service schedule. Date last serviced: . Service provided by: invalid data. Service records available.imminent hazard to public health claimed. Device not used as labeled/indended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, a device from same lot was evaluated. Results of evaluation: design - inadequate, design - human factors, sterilization, failure to follow instructions, incorrect technique/procedure, known short term complication of procedure, environmental factors, alarm failure, oximeter, computer operating system software. Conclusion: device failure occurred and was related to event. Certainty of device as cause of or contributor to event: maybe. Corrective actions: invalid data, none or unknown. The device was not destroyed/disposed of.